Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod reportedly alarmed during activation and was not worn. The patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not in the viewing window. The device download data showed the device ran for 47 pulses before deactivating. The download data showed a rotational sensor malfunction and returned an 0xd7 alarm. This alarm suspended operation of the device during priming resulting in the priming sequence not completing and the needle not deploying. No damages or defects were observed on the bottom housing or e-seal. No damages or defects were observed on the commutator cap. The download data showed that the device did not complete priming. During investigation, the pod was successfully reset, paired to a pdm, primed, deployed and completed a 5u bolus with no rotational sensor malfunction. Because the device did not complete priming, it did not run enough pulses to deploy.